Event description:
The hospital received a number of processing containers, which are accessories to the steris system 1 flexible endoscope processing tray. Prior to use of the container the customer noticed that the containers did not appear the same as other similar containers in their inventory. Upon further inspection the facility noticed that the fluid flow port inside the container was incorrectly oriented. As a result, the hospital did not use any of these containers. The hospital then reported discovery of the incorrectly oriented fluid flow port to steris.